Event description:
The following has been reported: biomed reported: the following issue for the pump, no harm of patient reported, nor an active infusion being stopped. Problem: pump problem a preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Corrected section d to match gudid.

Event description:
The device was returned for a valve 1 actuation failure. Upon powering on the device, this unit alarmed out instantly. An internal investigation was performed and several points of damage were identified. On the exterior it was observed the left bag hook is broken off. Internally it was observed the ipc tubing is pinched, the pneumatic plate has a broken screw boss, and the front housing has several broken screw bosses. Additionally the handle has excessive aesthetic damage.